Manufacturer narrative:
Lumenis investigated event report contacting the initial reporter several times by email and phone. Reasonable attempts were made to obtain additional information from the user facility regarding treatment settings, however none was provided. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacturer's specifications. No device malfunction was reported or observed. As part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from (B)(6) 2015 to (B)(6) 2017. Additional info (B)(6) 2017: lumenis contacted the user facility directly to follow up on the patients status and to obtain treatment settings, patient information, and photographs, but no information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted

Event description:
A user facility reported that one (1) patient sustained burns to an unknown anatomical area following treatment with a lumenis lightsheer desire laser. No reports of serious injury or medical intervention to preclude permanent impairment were received.